Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.(B)(4).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00080 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00079 for the rf 3000 radiofrequency generator.it was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure, it was suspected that the needle did not reach the established temperature; therefore, roll off was not achieved. The procedure was completed using a non-bsc generator and electrode.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be sturdy.